Event description:
Customer reported the set was noted to be leaking above the pump where the tubing connects to the upper fitment. The tubing was replaced with "taxol tubing", and the doxorubicin infusion was restarted and completed without incident. No pt or staff harm reported. No additional info was available.

Manufacturer narrative:
MFR's report date: 7/02/2009. Pt info requested and all available info is included. (Date of event): 2009. The product was received. Investigation is not complete. A f/u report will be submitted with any relevant info.